Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: there was moisture evident behind display lens. Due to internal moisture damage pump powers with vibration, audible tone and a blank display. Returned battery cap able to fully tighten. Battery compartment intact. No evidence of moisture contamination inside battery compartment. The keypad rubber peeling from bottom of keypad to "ok" key. Unable to check functionality of keypad due to blank display. Removed keypad. Contamination under all key contacts. Leak test shows leak at peeling keypad. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Black box shows unexplainable power on resets events on (B)(6) 2014. Unable to complete the following checklist steps due to internal moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.